Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 3.8, lab: 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.8, reference: 2.8, mean: 3.30, confidence limits: 1.9-4.6. Confidence limits were derived from mean calculation of comparison test data. Both inratio and reference values are within the confidence limits for inr testing. Normal donor testing performed by nurse produced valid inr value. No product is expected to be returned. There is no sufficient info to determine the root cause of customer's test result discrepancy. As of (B) (6) 2010, eight discrepant result complaints were reported for lot# 225434 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.